Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While handling an hip dislocation, the head dislocated from the insert. A radiography was performed and the images showed that the head was in contact with the cup. Due to the event, a revision surgery was performed.